Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting with the technical service representative (tsr), it was discovered that the patient line was not properly primed before connecting. The caregiver (cg) stated that the clamp on the patient line was not open all of the way and they found it after they connected and started the initial drain. The tsr instructed the cg to turn off the machine, disconnect the hp and start over with all new supplies. Tsr instructed the cg to check the patient line after priming to ensure all of the air is out of the line before connecting the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being closed on a patient line is a known cause of this issue because a closed patient line clamp is a use error that will lead to an incomplete prime. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.